Manufacturer narrative:
This event occurred in (B)(6). The band around the hose was replaced and the hose was reattached to the instrument. The customer has not had any further issues. Based on the information provided, the band around the hose may not have been tightened sufficiently, or the hose may have become loose due to being constantly hooked and unhooked. The investigation did not identify a product problem. The specific cause of the event could not be determined.

Event description:
The initial reporter complained the deionized water hose fell off of the cobas 8000 c 702 module causing water to leak on the floor. The customer stated the entire floor was flooded which leaked down the stairs. This created a hazardous environment for users as someone could slip and fall, however, there was no report of any adverse event due to this issue.